Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is defined as: mechanical failure of brakes. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Brakes on both gb motors are not holding.